Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the universal surgical manipulator 3 (usm3) was not freely moving. The technical service engineer (tse) advised the customer to adjust the drape to ensure it was not stuck on the carriage. The customer did so and the issue was resolved, but when an endoscope was connected to the usm it would not freely move on the insertion axis. The customer stated that they converted the procedure to laparoscopic. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified that the issue occurred post-anesthesia and port placement, prior to the work beginning. The customer confirmed that the patient tolerated the procedure conversion and that the issue caused a surgical delay of greater than 30 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was not confirmed or replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. As a result of these findings, failure analysis concluded that the balls screw was consistent with the reported event and was the potential source for this issue. The complaint was not confirmed and not replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to movement defects from the ballscrew insertion axis, located within the usm.